Event description:
Philips received a complaint by the biomedical engineer (bme) on the v60, indicating that a 1109 "machine pressure sensor autozero failed" error occurred. The device was in use on a patient at the time the reported issue was discovered; however, there was no reported harm to the patient or user. The biomedical engineer (bme) reported to the remote service engineer (rse) that a 1109 "machine pressure sensor autozero failed" error occurred, and the pins were properly aligned. The rse provided the bme with the latest service manual revision (rev t), recommended that the bme should replace solenoids 2 and 4 and then the data acquisition (da) printed circuit board assembly (pcba), and provided the bme with the replacement part numbers of the solenoids and da pcba.

Manufacturer narrative:
H10: per good faith effort (gfe) response received 10jan2024, the biomedical engineer (bme) was advised run the device in ventilation mode for over 24 hours to see if the 1109 "machine pressure sensor autozero failed" error would duplicate itself-- the bme stated that the 1109 error could not be duplicated, and the recommended replacement parts were therefore not ordered or replaced. The bme also stated that after running the device for over 24 hours, the bme successfully performed a performance specification test and verified that the device was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.